Event description:
It was reported that during unpacking of the ultra-thin balloon dilatation catheter, the balloon separated from the catheter. The procedure was successfully completed with another of the same device. The device has no contact with the pt.